Event description:
While changing PICC, dressing noted to be leaking where catheter attaches to fixed wings. PICC removed. Catheter otherwise intact. No patient harm. Manufacturer response for PICC, 1.9fr, 26g (per site reporter): vygon rep made aware. Waiting for return information from company.